Manufacturer narrative:
Thermogard xp ivtm system s/n: (B)(4) was serviced at customer's site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp IV system with serial number (B)(4). Functional testing was performed and the air filter was observed to be clogged. Cleaning the air filter remedied the reported complaint, the system passed all final functional testing criteria. In summary the customer's reported complaint was confirmed during functional testing. The root cause was determined to be dirty/clogged air filter. Customer's site.

Event description:
It was reported that the thermogard (s/n: (B)(4)) ivtm system alarm was set off and displayed error tcm ID: 02 (ce danfoss error) message at the start of procedure. Another system was used to complete therapy. There were no patient sequela reported. No other information was provided.